Manufacturer narrative:
(B)(4). Concomitant medical products: us157858 58odx52id magnum abx pf cup 573830, item #: unknown unknown taper lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04758.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty and subsequently the patient underwent a revision procedure thirteen years later with bone grafting due to osteolysis, pseudotumor, soft tissue loss, and elevated metal ion levels. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.